Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during second firing in a thoraco/wedge/segmental resection, the surgeon clamped the lung tissue and pressed the green button, but the handle was stiff and firing could not be performed. When the cartridge and the handle were replaced, firing was completed with no problem. The status of the patient was reported as no problem.